Manufacturer narrative:
The investigation for the reported low flow has been completed. The product was returned, and per the results of the clinical review and investigation: the root cause of the cannula kink was determined to be wireless re-access which is not permitted with the use of impella cp. Data logs from the case were not sent for investigation. No notable damage or abnormalities were found on the returned pump. When the pump was run, the low pump flow was not reproduced as the flow rate was within specification. In conclusion, the cause of the low pump flow was not determined since the failure mode could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the cp placed had lower than optimal support for pump flows. During support the device exhibited low flow. It was reported that flows never achieved prescribed performance level despite repositioning under fluoroscopy. Due to hemodynamic instability the physician decided to explant the pump and replace with another impella cp.

Manufacturer narrative:
D7a was inadvertently omitted on the initial manufacturer device report 1220648-2024-19096. H6 event history log review was coded incorrectly in the initial manufacture report 1220648-2024-19096 as there was no return of logs. H10 the root cause of the cannula kink was determined to be wireless re-access which is not permitted with the use of impella cp was reported incorrectly in the initial manufacture report 1220648-2024-19096. There was no cannula kink issue for this complaint.